Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited high impedance. The device was reprogrammed. There were no adverse consequences to the patient.